Event description:
The patient had primary right knee surgery on (B)(6) 2025. On (B)(6) 2025, the patient came in due to pain as the result of a periprosthetic fracture of the proximal tibia and the cause is unknown. The surgeon removed the tibial tray, insert, and extension stem and implanted an insert, tibial tray, extension stem, and tibial augmented screws. The surgery was completed successfully. On (B)(6) 2025, the patient came in presenting instability and the cause is unknown. The surgeon elected to revise the insert to an insert of the same size. The surgery was completed successfully. Presently, on (B)(6) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout and revised the 3r 20mm insert to a same size insert. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 10 april 2026 gmk-spherika 02.12.e0320fr gmk-sphere tibial insert e-cross - flex 3r - 20mm (k202022) lot 2411403: (B)(4) items manufactured and released on 05-jun-2024. Expiration date: 16-may-2029. No anomalies found related to the problem. To date, (B)(4) item of the lot has been sold. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.